Manufacturer narrative:
Heartsine determined the root cause of the reported fault to be a faulty pcba. The fault could not be replicated with a known good pcba installed. The device was scrapped by heartsine and the customer was provided with a replacement device. The hdf-3500 device is not available for distribution in the united states but is similar to the sam 350p and 450p which is distributed in the united states.

Event description:
The customer contacted heartsine to report that all their device's instructional leds were lit and the device could not be powered off. Without correct visual instructions, a lay user would not receive full instructions on how to properly use the device on a patient which could delay therapy. There was no patient involvement reported with the event.